Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the post holes for the femoral component were moved 3mm lateral, secondary post holes were drilled and extra cement was placed into the post holes. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding inaccurate femur posthole resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate fumer post hole resection. There were no other reported events for the listed catalog number. Conclusion: the log files from the case were reviewed. An analysis of session file work flow, robot reports, warnings and errors, rio registration, bone registration, probe check, array motion, check point page, and number of end effectors used was completed. Based on this analysis, registration and verification points were within tolerance going into bone prep. A post-resection failed femur checkpoint was observed indicating movement of the array during the resection steps. The complaint submission also indicated a bent pin on the femur array construct. There is no indication that the rio system malfunctioned. No system defect suspected.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the post holes for the femoral component were moved 3mm lateral, secondary post holes were drilled and extra cement was placed into the post holes. The outcome of the case was successful.